Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no fault found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The case was reviewed but provided no additional insight regarding the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sftwr 960-152 media io. Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that an exam loaded onto the system and was showing some of the anatomy cut out. The same exam loaded onto another system without issue. Both systems were running media I/o 3.16 and have the same media I/o settings. There was no patient present.